Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Per engineering, this was part of a shelf life study to determine the expiration date for product labeling for up to 3 years. This defect was found during vv testing of a 3 year accelerated aged product and subsequently failed. The corresponding 2 year accelerated aging study met the acceptance criteria of the protocol. As a result product was labeled with a 2 year expiration date. User impact set to low since user is unlikely to recognize slight drip from proximal end of catheter and flow rate within catheter tubing was still acceptable.

Event description:
A medtronic engineer, reported on behalf of a medtroninc test engineer, that identified a thermal therapy cooling catheter system (ccs) leak after 3 year aged testing. During execution of a thermal therapy system flow test protocol on 3 year accelerated aged ccs 400s, a leak was detected in one (out of 7) of the parts. This was a 0.4mm core fiber 10mm tip. However, this part still passed the flow rate criteria of this test. The leak was minor and occurred between the proximal end of the catheter tubing and the hub. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.